Event description:
As reported: "an excessively long asnis screw was selected, and it pierced the head of the collum. The patient is in pain and says that the specialist used screws that were too long. The specialist says that it is due to the stryker measuring instrument. The screw was revised on (B)(6)."

Manufacturer narrative:
Please note the corrections to d9, h6 method, results and conclusion codes. The reported device malfunction could not be confirmed. Post-operative x-ray images have been received. It could be confirmed that one implanted screw is too long, as it perforated the femoral head. The device inspection revealed the following: the identification of the returned guide wire could be confirmed based on the catalog number and lot number marked. No damage was observed on the device. The returned measuring gauge and guide wire were tested, no malfunction was observed. Dimensional inspection showed the device to be within specification. The root cause of the incident could not be determined during the investigation. Any instrument-related could be ruled out. The return of the second screw would have been necessary for a complete investigation and to determine the exact cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "an excessively long asnis screw was selected, and it pierced the head of the collum. The patient is in pain and says that the specialist used screws that were too long. The specialist says that it is due to the stryker measuring instrument. The screw was revised on (B)(6)."